Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, syringe is displayed with red liquid and the hub appears racked which caused the leak. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Physical samples and batch number is required to further analyze and determine a root cause. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Based on the available information we are not able to determine a root cause at this time.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe needle hub had a hole was cracked/damaged. The following information was provided by the initial reporter translated from portuguese to english: "I bought a 5ml syringe in a drugstore in contagem. However, when applying the medicine with the syringe we noticed a hole and all the medicine came out through this hole. I've attached some pictures of the defect. This is something that can't happen because now we don't know how much medicine the patient received."